Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopic position detecting unit's (upd) image temporarily disappeared. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause was due to corrosion of the endoscopic position detecting board unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope experienced electronic image failures with black and white interference. The issue was found during inspection for use. There were no reports of patient involvement.